Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department for a report of a broken door roller pin. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was broken off and the door roller pin was missing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.